Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: stated, when taking injection, medication leaks out around hub stated, her numbers have been high.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: stated, when taking injection, medication leaks out around hub stated, her numbers have been high

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022 h6: investigation summary customer returned (10) 0.5ml, 31 gauge, 8mm syringes from lot 2010796. A visual inspection of the returned syringes found that 3 had bent needles. These needles were bent at their bases, though the degrees to which they were bent were not significant enough to interfere with the needle shield. Each syringe was then mechanically tested. Water was drawn into and expelled from each of the syringes. None of the syringes were found to leak. While some of the syringes were found to have bent, the syringes otherwise functioned as intended. A review of the device history record was completed for batch# 2010796. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the syringes leaking. Root cause cannot be determined at this time as the issue is unconfirmed.